Manufacturer narrative:
The lot number was not provided. Concomitant medications included aspirin, clopidogrel, and heparin. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00135 and 9616099-2011-00136.

Event description:
As reported via the (B)(4) registry, a patient experienced vomiting and hypotension that resulted in watershed hypoperfusion with the symptom of aphasia following the index procedure. At the time of the index procedure, angiography revealed 85% stenosis at the bifurcation of the left common carotid artery. The lesion was 20mm in length, concentric and severely calcified. The reference vessel was 6.0mm in diameter. The patient was asymptomatic prior to the procedure. A 6mm angioguard rx was deployed beyond the target lesion and a 9.0 x 40mm and a 8.0 x 40mm precise pro rx (lot numbers unknown) were implanted by direct stenting with overlap at the target lesion. There was no residual stenosis. Approximately three to four hours later, the patient experienced nausea and vomiting that resulted in hypotension with the systolic blood pressure dropping from 175 to 95mmhg. As a result of the hypotension, the patient experienced watershed hypoperfusion with the symptom of aphasia. The hypotension was treated with intravenous fluids and neosynephrine. The symptoms resolved following normalization of the blood pressure. According to the investigator, the events were not related to the precise stents. The patient was discharged approximately five days after the index procedure. At the time of the 30-day follow-up visit, nih stoke scale score and rankin scores were 0.

Manufacturer narrative:
Additional info from (B)(6) on (B)(6) 2011: it was previously reported that as a result of the hypotension, the patient experienced watershed hypoperfusion with the symptom of aphasia. New information revealed that the patient also experienced the symptom of behavior change as a resulted of the hypoperfusion. Symptoms resolved in less than 24 hours. This new information does not change the previously reported baseline conclusion. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00135 and 9616099-2011-00136.

Manufacturer narrative:
As reported via the (B)(4) registry, a patient experienced vomiting and hypotension that resulted in watershed hypoperfusion with the symptom of aphasia following the index procedure. At the time of the index procedure, angiography revealed 85% stenosis at the bifurcation of the left common carotid artery. The lesion was 20mm in length, concentric and severely calcified. The reference vessel was 6.0mm in diameter. The patient was asymptomatic prior to the procedure. A 6mm angioguard rx was deployed beyond the target lesion and a 9.0 x 40mm and an 8.0 x 40mm precise pro rx stents were implanted by direct stenting with overlap at the target lesion. There was no residual stenosis. Approximately three to four hours later, the patient experienced nausea and vomiting that resulted in hypotension with the systolic blood pressure dropping from 175 to 95mmhg. As a result of the hypotension, the patient experienced watershed hypoperfusion with the symptom of aphasia. The hypotension was treated with intravenous fluids and neosynephrine. The symptoms resolved following normalization of the blood pressure. According to the investigator, the events were not related to the precise stents. The patient was discharged approximately five days after the index procedure. At the time of the 30-day follow-up visit, nih stoke scale score and rankin scores were 0. The patient's medical history includes previous right carotid endarterectomy, hyperlipidemia, coronary artery disease, coronary percutaneous revascularization and hypertension. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Hypotension, hypoperfusion and the resultant tia like symptoms (aphasia) are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event, therefore, not corrective action will be taken. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00135 and 9616099-2011-00136.